Event description:
Additional information was received from the area representative indicating the patient will not be undergoing revision surgery anytime. X-rays were received and the generator was in a normal orientation in the left chest. The connector pin does not appear to be fully inserted inside the connector block. The generator feedthru wires appeared to be intact. The electrodes appear to be aligned properly. There appears to be some lead behind the generator. No lead fractures or sharp angles could be visualized. The lead wires appear to be intact at the connector pins.

Event description:
Additional information was received indicating that although surgery is likely, it is currently on hold due to insurance concerns.

Event description:
It was reported by a physician that high lead impedance was received during normal mode diagnostics. The patient was programmed off due to the event and was referred for x-rays. Further information was received from the area representative indicating the last known good system diagnostics were from 8 months ago. The patient began having an increase in seizures 2 months ago along with the loss of perception of vns stimulation and magnet. No trauma was reported to have contributed to the reported high lead impedance. The patient was referred for x-rays however the patient has not assisted to the referral due to insurance issues. No surgical intervention has been planned at the moment for the patient.

Event description:
On (B)(6) 2012 it was reported that the vns patient underwent lead revision surgery on (B)(6) 2012. The reason for replacement was noted to be fibrosis. The lead was returned for product analysis on (B)(6) 2012. A portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device.

Manufacturer narrative:
Brand name, corrected data: initial report inadvertently listed incorrect brand name. Type of device, corrected data: initial report inadvertently listed incorrect type of device. Model #, corrected data: initial report inadvertently listed incorrect model number. Serial #, corrected data: initial report inadvertently listed incorrect serial number. Lot #, corrected data: initial report inadvertently listed incorrect lot number. Expiration date, corrected data: initial report inadvertently listed incorrect expiration date. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.

Manufacturer narrative:
Date of event, corrected data: supplemental report #2 inadvertently listed incorrect event date.

Manufacturer narrative:
Type of report, corrected data: inadvertently did not check "30-day" on initial report.

Manufacturer narrative:
Date of event, corrected data: initial report inadvertently listed incorrect event date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating the patient would be having surgery to replace the vns lead.